Event description:
Before the procedure began, the penumbra coil 400 was found to be detached inside the sheath. No adverse effect on patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital discarded of device.